Event description:
(B)(6) 2025 ¿ the end-user¿s ilet stopped dosing during cgm operation. A confirmatory blood test measured 256 mg/dl. Troubleshooting steps were performed, including restarting the pump, toggling between g6 and g7, and restarting the g7 sensor. Pairing was successfully re-established, and dosing resumed. No adverse health effects were reported. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.